Event description:
The patient underwent a primary surgery on (B)(6) 2007 for total hip replacement upon which occasion a depuy hip implant was implanted. After several months, the claimant lamented continuous and increasingly severe pain at the hip. The doctor informed the claimant that the implant needed to be substituted. On (B)(6), the claimant was admitted to undergo on (B)(6) 2010 revision surgery and replacement of the femoral stem on which occasion only removed the femoral stem of the prosthesis, declaring that the remaining part of the prosthesis could not be replaced unless subsequent to the complete fracture of the pelvis, thus causing further lesions. On (B)(6) 2011 the patient underwent the asr revision surgery.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Update: the device associated with this report was not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. A review of the provided patient records and x-ray images did not identify root cause. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.